Event description:
It was reported bd q-syte luer access split septum had leakage issues. The following information was provided by the initial reporter: "in the radiotherapy department, leakage was found during prefilling before the use of the product. It could not be determined which part was leaking, and it was direct liquid during prefilling."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd q-syte luer access split septum had leakage issues. The following information was provided by the initial reporter: "in the radiotherapy department, leakage was found during prefilling before the use of the product. It could not be determined which part was leaking, and it was direct liquid during prefilling."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/14/2022. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte device. In order to identify causes of possible leakage the q-syte device was visually inspected for any damage to the top and bottom body as well as the top disk, bottom disk and column of the septum. The device was visually inspected under magnification for any damage to the top and bottom body and no damage was observed. The top and bottom disk were then inspected for any tears or damage to the septum. Again, no damage was found. The column was then inspected, and the unit was observed to have damage to the column. Tears to the column are known to cause leakage to occur. Based on the observed damage, the defect of leakage can be confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Damage to the column can occur during manufacturing due to misalignment or damaged/burred probes. During use excessive actuations or extraneous force on the septum may also result in tearing of the septum wall. Additionally wicking of the septum adhesive may affect the septum and exacerbate the tear. In this instance the wicking was observed to the side and was not in line with the column tear and is unlikely to have added to the defect. As the device has been opened, it cannot be conclusively linked to either manufacturing or use as the defect would have the same appearance. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd q-syte luer access split septum had leakage issues. The following information was provided by the initial reporter: "in the radiotherapy department, leakage was found during prefilling before the use of the product. It could not be determined which part was leaking, and it was direct liquid during prefilling."